Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event is unconfirmed.

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, the tip of the anchor cracked. A new anchor was used to complete the procedure without delay.